Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt was having issues with charging, there were no diagnostics needed. Pt requested a battery revision. Physician removed the intellis battery and replaced it with v anta.